Event description:
It was reported that during a urinary organ procedure, the jaw could not be opened all the way and it would not work. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/9/2008. Information anticipated, but unavailable at this time.